Event description:
It was reported that there was a loss of therapeutic effect. The patient was in a car accident 1 year prior to the date of this report and felt his tremor had gotten worse since then. Additional information received indicated that increasing the voltage had stopped the tremor.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v902310, implanted: (B)(6) 2012, product type lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).